Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol kugel patch(device #1) . On (B)(6) 2017:the patient underwent surgery for implant of an unspecified bard/davol perfix plug . The patient is only making a claim for an adverse patient outcome against the bard/davol kugel patch. The patients atttorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of kugel patch, patient was diagnosed with hernia recurrence, and inflammation thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and inflammation as possible complications. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol kugel patch(device #1) . (B)(6) 2017:the patient underwent surgery for implant of an unspecified bard/davol perfix plug the patient is only making a claim for an adverse patient outcome against the bard/davol kugel patch. The patients atttorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of kugel patch (device #1). Per operative notes, ¿the hernia sac and contents was reduced. A kugel patch (device #1) was placed in the preperitoneal space and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿an indirect hernia sac was dissected free, and the contents were reduced. A perfix plug (device #2) was placed and sutured.¿ (note: there was no visualization/mention of kugel patch (device #1)) attorney alleges that the patient had mesh migration, nerve damage, pain, hernia recurrence and emotional injuries.